Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pelvic area pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. A66682, b61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, blurred vision, pregnancy, hemorrhoids and irritation gastric. Concurrent conditions included breast lump, breast pain, cramp in lower abdomen, dysmenorrhea, androgenic alopecia, weight loss, uterine bleeding, pap smear abnormal, influenza immunization, endometrial hyperplasia, squamous cell metaplasia, obesity, hemorrhage (nos), cough, hot flashes and uterine fibroids. Concomitant products included clobetasol propionate (temovate) for hair loss as well as estradiol, fluticasone propionate (flonase allergy relief), fluticasone propionate (flonase allergy relief), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2017, loratadine (claritin) and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and depression ("psych injury:psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced alopecia ("other injuries/symptoms: hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("vaginal pain after insercourse"). The patient was treated with docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, alopecia, vaginal haemorrhage and menorrhagia had resolved and the anxiety, vaginal infection, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-jan-2011 now it is reported (B)(6) 2014 plaintiff received treatment for pelvic pain, abdominal pain,general abnormal bleeding, uti,hair loss. Insertion details: right : 3 coils , left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal bleeding, menorrhagia, hair loss, anxiety, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pelvic area pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in a (B)(6) year old female patient who had essure (batch no. A66682, b61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, blurred vision, pregnancy, hemorrhoids and irritation gastric. Concurrent conditions included breast lump, breast pain, cramp in lower abdomen, dysmenorrhea, androgenic alopecia, weight loss, uterine bleeding, pap smear, allergy to vaccine, endometrial hyperplasia, metaplasia, obesity, hemorrhage, cough, hot flashes and uterine fibroids. Concomitant products included clobetasol for hair loss as well as estradiol, fluticasone propionate (flonase allergy relief), fluticasone propionate (flonase allergy relief), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2017, loratadine and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury / psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and depression ("psych injury:psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced alopecia ("other injuries/symptoms: hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), urinary tract infection ("bladder/urinary problems: uti") and vulvovaginal pain ("vaginal pain after intercourse"). The patient was treated with docusate sodium, hydrocodone bitartrate; paracetamol (norco) and surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, alopecia, vaginal haemorrhage and menorrhagia had resolved and the anxiety, vaginal infection, depression and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2014. Plaintiff received treatment for pelvic pain, abdominal pain,general abnormal bleeding, uti, hair loss. Insertion details: right: 3 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: vaginal bleeding, menorrhagia, hair loss, anxiety, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case becomes incident. New events abdominal pain, general abnormal bleeding, psych injury,urinary tract infection, hair loss were added. Updated outcome of events physical pain from unknown to recovered / resolved. Reporter¿s information was added. Patient¿s demographics were added. On 5-sep-2019: follow up 2 and 3 rd. Processed together. Pfs and mr received. Lot number were added. New events abnormal bleeding (vaginal, menorrhagia), vaginal infection, vaginal pain were added. Event psych injury updated depression and mental anguish. Lab data were updated. Concomitant conditions, concomitant drugs were added. Reporter¿s information was added. Patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.